Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was not confirmed as all components were not returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. The patient effect of tissue damage is listed in the perclose proglide instructions for use, as a potential adverse event of use of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: it was reported that cuff misses occurred with two proglide devices and a femoral cut-down was performed and the artery was repaired. However, it was also reported that the sutures of two proglide devices were successfully replaced prior to the procedure. Hemostasis was achieved with the pre-placed proglide sutures. Attempts for follow-up clarification were unsuccessful; therefore, it is unclear as to how hemostasis was achieved. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, cuff misses occurred with two proglide devices. A femoral cut-down was performed and the artery was repaired. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.